Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-07000. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 24mm watchman ® laa closure device & delivery system (wds) were used. Prior to the procedure a transesophageal echocardiography (tee) was performed that showed a small pericardial effusion. 10,000 unites of heparin were administered to the patient which resulted in an activated coagulation time (act) of 364, and another (B)(4) units was given. The closure device was deployed and partially recaptured to improve the position of the device which resulted in no change of the effusion. The closure device still did not meet release criteria and was fully recaptured. Following the recapture, it was noted that the baseline pericardial effusion had a small increase in size. The patient also had a mean arterial blood pressure decrease. The procedure was terminated and the patient was administered protamine. The patient was monitored until the effusion was stabilized and the mean blood pressure returned to normal. One-day post-procedure the patient was reported as being great and was discharged later that day.